Event description:
Customer reported damage to the pump housing surrounding the usb port, which affected the ability to charge the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump, as the device was under warranty, and provided instructions to place the current pump into storage mode and return it within 10 days using a pre-paid label. Customer understood and acknowledged these instructions and will continue using the current pump until the replacement arrives.